Manufacturer narrative:
The t:slim g4 pump user guide states: the pump requires a minimum of 50 units available for delivery after fill tubing has been completed. Fill the syringe with approximately 95 units to have enough to fill your tubing and still have 50 units available for delivery. The t:slim g4 cartridge user guide states: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification was received, as the contact had not filled the cartridge with enough insulin (filled with approximately 90 units). The customer's blood glucose (bg) level was impacted (497 mg/dl) with moderate ketones present. The customer took a manual injection to stabilize bg level. Reportedly, the customer had been refilling cartridges due to running out of supplies. It was indicated that the customer has reverted to manual injections until new supplies arrive.